Event description:
The device was returned for service with the report of underdelivery during biomedical testing. During preliminary accuracy testing, the baxter service technician reported that channel c was out of specification by -17%. The specification limit for this pump is +-5%. According to biomedical engineer, no patient injury has been reported and they have no record of any patient incident involving the pump since the last baxter service event.